Event description:
The lay user/patient's caregiver contacted lifescan in april 7 2006 and alleged that the patient's one touch ultra meter was reading inaccurately high. The reporter informed the mas that the subject meter was reading "high and then mostly low" for about three weeks. If the patient's blood glucose result in the morning was greater then 140 mg/dl, then he would take his set amount of lantus (dosage not provided). However, if the blood glusoce was less then 140 mg/dl he would not take any insulin (this was per his doctor's orders). The patient was also on a sliding scale with novolog insulin in hte after noon. The reporter mentioned that since the blood glucose results were "fluctuating a lot" it was hard for the patient to maintain his normal "medication routine". She provided examples of results such as 120 mg/dl in the morning (patient would not take insulin per his regimen) and that afternoon, it would be in the 400's with symptoms of sweating and shaking. After "eating something" with sugar, the patient would feel better. The reporter stated that based on his afternoon regimen, he was to take insulin (sliding scale), but it was as good thing that he did not go by the meter". She further mentioned that the results provided during the initial call were all examples. On march 28, 2006, th patient tested on the meter with a result of 130 mg/dl and he was sweating and shaking at that time. He was taken to the emergency room and within 15 minutes, the ER meter results was 357 mg/dl. He was placed on IV insulin and released after 4-5 hours. His doctor advised him to purchase a new meter. His medication regimen was not changed. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, the patient did not have control solution and therefore, a quality control check could not be performed this complaint is reported because that patient experienced hyperglcemia and was treated for that at the emergency room. The reported meter result was 130.